Event description:
Pt was in cardiopulmonary ICU. Pacemaker stopped working and pt suffered cardiac arrest. As resuscitation started staff member smacked pacemaker with his hand and pacer started working. Pt revived. Pacer was replaced with a new one and defective unit sent to clinical engineering. Has been returned to the vendor for examination. It appears thus far that battery door became loose and connection to batteries was interrupted.